Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 1 month. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a history of gastrointestinal bleeding, depression with refusal of antidepressants secondary to medication intolerances, chronic migraines and headaches, chronic fatigue, chronic back pain, and escherichia coli urinary tract infection (uti) with hematuria. The patient had been seen in clinic on (B)(6) 2017 at which point the lvad interrogation was unremarkable. The patient reported feeling better after treatment of the urinary tract infection. The patient¿s lactate dehydrogenase up to 1700 u/l. Aspirin of 81 mg was restarted and the inr goal was increased to 1.8-2.5. Without medical advice, the patient's daughter had been administering a reduced dose of coumadin while the patient was taking antibiotics. The patient's inr had been as low as 1.47 in late (B)(6). The patient's daughter contacted the vad coordinator and reported elevated flow estimation and pump power readings. The patient was directly admitted for initiation of a heparin infusion for treatment of presumed lvad pump thrombosis. It was reported that the echocardiogram was positive for decreased left ventricular unloading, and that the patient was experiencing abdominal. Due to the patient¿s decline, a pump exchange was performed on (B)(6) 2017. It was noted that only the pump was exchanged and the inflow conduit and the outflow graft remained.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned device. The pump was returned assembled with driveline cut approximately 2 inches from the pump housing and the severed portion of the driveline was returned in three segments. Upon disassembly of the returned pump, examination of the proximal-side of the outlet stator revealed a large, non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The deposition was not adhered to any surface; however, it did appear to occlude the blood flow pathway. The lack of laminated layering suggests that the deposition did not form at this location. Although its origin and duration of time for which it was present in the pump cannot be conclusively determined, the deposition showed evidence of denaturation and circumferential contact marks on the outlet cone section of the rotor, indicating that the deposition was present in the outlet stator for an extended period of time while the pump was operating. Examination of the remaining blood-contacting surfaces revealed depositions of denatured blood in the inlet stator and on the body of the rotor. Clotted blood was also found in the lumen of the outflow elbow. All of the depositions appeared to have developed as the result of poor surface washing due to a low flow event or an interruption in flow through the pump, potentially caused by the large thrombus formation found in the outlet stator. The depositions found in the pump would have contributed to the reported elevated lactate dehydrogenase level. The depositions also would have created additional resistance on the spinning rotor, contributing to the reported pump power elevations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correct information: the referenced gastrointenstinal bleed was reported under medwatch report# 2916596-2017-00580.